Event description:
It was reported the patient is experiencing inadequate and uncomfortable stimulation. An impedance check revealed invalid impedance. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.